Manufacturer narrative:
The device was inspected and tested on 22nd of october 2020. Within this inspection functional testing and visual inspection was made. The result was: no failure found that could contribute to the reported event. As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service has been contacted on 13th of october 2020 by the customer. Customer reported an incident on (B)(6) 2020 with the following description: "slipped on the rocker arm side of headrest while flexing the neck to prior to attaching head to table parts resulting in a 1/2'' laceration on the left scalp."